Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. Treatment for the event was not reported. It was not reported if the bacterial peritonitis had resolved. It was not reported if dianeal and extraneal therapies were ongoing. The nurse believed the bacterial peritonitis was not related to dianeal and extraneal therapies.